Event description:
Hamilton company was informed in may, 2003 of an event that occurred in 2003, in which the hamilton microlb at +2 instrument reportedly printed a duplicate barcode, and did not generate an error message. No death or injury resulted from this event.